Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display or perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. No device heating up noted during testing. Device was received with missing serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was flashing white and turn on-off as it fells from the pocket. The customer¿s blood glucose level was unknown at the time of the incident. Advised the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that label came off. Troubleshooting declined for device heating off. Insulin pump will be returned for analysis.